Event description:
Pt admitted to hosp for removal and replacement of breast implants secondary to ruptured bilateral breast impalnts. Pt had palpable nodules consistent with extravasation of left side. Surgeon noted that left side showed evidence of extra capsular rupture and capsule showed evidence of granuloma formation. These breast implants were placed in 1983 and were double lumen silicone implants.